Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-03864 and 2937457-2014-00923.